Event description:
On 6/20 pt admitted and had radical prostectomy. On 6/21 pt stood up to go to bathroom and catheter slid out. Pt taken back to surgery for cysto catheter insertion. Pt discharged in stable condition.